Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 21.2 mmol/l at the time of call. The customer stated that the insulin pump alarmed motor error while he was driving and had a high blood glucose event for the past few days. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported to have experienced a high blood glucose of 21.2 mmol/l and was treated with manual injection. Blood glucose reading of 14 mmol/l to 15 mmol/l was reported at the time of incident and was treated with insulin pump. High blood glucose troubleshooting was performed. The insulin pump alarmed motor error during the high pressure test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is not expected to return for analysis.